Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25aug2020.

Event description:
The customer reported the unit shut down while in use. The device was in use at the time of the issue, however no patient harm was reported.

Manufacturer narrative:
G4:07apr2021. B4:08apr2021. The patient was swapped to a different ventilator. No additional harm was reported.the customer reported that while in use the screen went black, the unit alarmed, and then the unit shut down. The customer tested the unit and was unable to duplicate the issue. The customer placed the unit back into service and has not reported further issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.